Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2020, the patient's mother reported that on sunday night her son's infusion set's tubing had detached at the site while the patient was sleeping. The next morning (on monday), he woke up with high blood glucose level of 25 mmol/l. The site location was patient's side, and the pump was clipped to his pants. Moreover, the infusion had been used for one and half days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was any stress, or pull on the tubing as patient is active in sleep and the pump was not dropped with the set connected to patient's body. No further information available.